Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Physical therapist called in for her patient, stating that the extension handle on her push to lock brake has broken off. The physical therapist is stating that the end user does not have use of the right hand, and has to reach over her body with her left arm to engage the right brake, physical therapist is stating with the extra tension the plastic of the extension handle has broken.